Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product for investigation but the product was not available. Therefore no laboratory investigation could be performed by the manufacturer. Thus the reported failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The failure was determined to be the first of its kind and is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: "a patient was placed on ECMO at a referring hospital at 10 pm. The delta pressure was noticed to be 51 at 1 am. A new circuit was set up and primed to replace this one by which time the delta pressure had risen to 92. The kit was swapped out and no further issues were detected." (B)(4).